Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ litigation alleged the patient suffered pain, decreased mobility, inability to sleep, elevated chromium and cobalt levels and movement of and a "popping" from the implanted asr hip. Update: (B)(6) 2012 - patient fact sheet was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Update: (b)64 )2013 - the sales rep has reported the revision surgery. Patient was revised to address pain, osteolysis, and implant loosening. There is no new additional information that would affect the investigation. Update: (B)(6) 2014 - medical records received for the left hip. Patient's left hip was revised to address fluid collection, brown stained fibrous tissue, no bony ingrowth on the cup and black stains with possible corrosion on the trunnion. The stem and sleeve are being added to the complaint. This complaint was updated on: (B)(6) 2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.